Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a device charge time out occurred multiple times. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
No conclusion code available. The reported field event of extended charge time was confirmed after reviewing the high voltage charge log. The high voltage capacitors were analyzed by their manufacturer and an internal anomaly was found inside one of the capacitors that was the cause of the extended charging.